Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the heating pad keeps heating even over the set up temp. There was no reported adverse event. No further information has been provided.